Event description:
Reporting status: serious injury/medical intervention reporting rationale: dissection requiring medial intervention device issue: none it was reported that procedure was to treat an uap (unstable angina pectoris) lesion. After engaging a guide wire, ivus was performed and the vision was implanted. During angiography, a dissection was observed at the distal side of the sttent, so another vision was implanted. The procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a sent delivery system quality problem.